Event description:
It was reported by the customer that the inserter for their device was not functioning properly. Customer stated the spring from the inserter does not release. Customer's blood glucose level was 500 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.